Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a blurry image and coupler had fluid invasion, the issue occurred during a therapeutic video assisted thoracoscopic surgery for a lobectomy, the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked charge-coupled device lens, hole in the cable, and leak from the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: blurry image was due to a cracked charge-coupled device lens, and there was a leak from the cable due to a hole. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.